Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited post-paced t-wave oversensing episodes during a post-implant device interrogation. The patient was asymptomatic. Programming changes were made to resolve the oversensing and further testing was recommended.